Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. Unit alarmed drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. During rewind due to corroded motor home switch. Unable to verify insulin flow blocked alarm or suspend before low alert due to motor anomaly. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was performed self test and displacement test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.